Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr) that fell into the ventricular tachycardia (vt) zone. The inappropriate atp accelerated the patient into a true vt episode. A shock was delivered that converted the rhythm. Technical services (ts) recommended programming changes for this device. This pacemaker remains in service. No adverse patient effects were reported.